Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead had previously been surgically abandoned due to noise. Approximately four years later the ra lead was explanted during a right ventricular (rv) lead revision. No additional adverse patient effects were reported.